Manufacturer narrative:
As reported by the affiliate, upon first inflation, a powerflex pro 8.0mm x 40.0cm 80.0cm balloon burst during angioplasty of the right superficial femoral artery which was stenosed and very calcified. The balloon burst when it was inflated between nominal and rated burst pressure then separated upon withdrawal through the valve of the sheath. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the balloon over the guidewire to get to the lesion. It is unknown as to what brand contrast was used to inflate the balloon, however, the contrast/saline ratio was 50/50. The balloon burst during its initial inflation. The lesion was successfully treated with another device and there was no reported injury to the patient. One non sterile catheter power flex pro 8.0mm x 40.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appeared to have been inflated. An axial balloon burst was observed. A cordis 6f catheter sheath introducer was received with the returned device. Blood residues were observed in the balloon. One part of the balloon was not received. No other anomalies were observed in the returned device. A leak test could not be performed due to the condition of the balloon. Sem analysis was performed to identify the cause of the balloon burst. Results showed that the balloon external surface did not exhibit evidence of scratches or any damage. The balloon internal surface exhibited no evidence of damage. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It also seemed like there was a missing part of the balloon which may have separated when the burst occurred. DHR review was not performed since the lot number was not provided. The reported "balloon - burst-at/below rbp" failure was confirmed through analysis. The exact cause of the difficulty experienced by the customer could not be determined; however, based on the information available for review, there are vessel characteristics (stenosis and calcification), that may have contributed to the balloon burst. The withdrawal difficulty through the sheath and the separation of the balloon which occurred during withdrawal of the device through the hub of the sheath, was likely due to the condition of the balloon after the burst. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
As originally reported, a powerflex pro balloon burst during angioplasty of right superficial femoral artery (sfa); the stenosis was very calcified. The balloon burst occurred when it was inflated between nominal and rated burst pressure. The complaint product was received and analysis was performed. The analysis revealed a piece of the balloon had separated and was missing. The balloon did not separate in the patient. The age and gender of the patient is unknown. The product was properly inspected and prepped and no anomalies were noted. There was no difficulty advancing the balloon over the guidewire to get to the lesion. It is unknown as to what brand contrast was used to inflate the balloon. The contrast to saline ratio was 50/50. The balloon burst during its initial inflation. The lesion was successfully treated with another device. There was no reported injury to the patient. The complaint product and a cordis 6f catheter sheath introducer was received with returned device. Analysis was performed and an axial balloon burst was observed. Also, one part of the balloon was not received. Additional information was received from the affiliate which stated that the balloon did not separate in the patient when it burst. The balloon separated when removing the balloon through the valve of the sheath.